Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/08/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. Unrelated to this issue, the audio bolus button cover was returned with a tear. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).